Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
According to the customer: device shows "head error" when the flow appears. Patient was already connected. Spare device and staff are available. Replacement device can be recognized immediately. No harm for patients according to the cardiotechnology. (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. (B)(4). The affected rotaflow drive with serial number (B)(4) has been send to (B)(4) and if necessary to the manufacturer em-tec under RMA # (B)(4). According to the service report of the manufacturer em-tec following work has been done: rota flow drive was tested and the rfd turns off at about 1500 rpm. Mc1 and mc2 were detected as defective. Mc1 and mc2 were exchanged. All test passed. Device has been tested according to the current valid service protocol. Probable root cause of the reported "head error" could be mishandling (hot plug). Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Due to this information in the past a nc was opened ((B)(4)).

Event description:
(B)(4).